Event description:
It was reported that the atrial lead exhibited low sensing threshold at 0.2 mv and loss of capture. Fluoroscopy revealed that the lead had dislodged. The physician elected not to reposition the lead; programming was changed to vvi 45 bpm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.